Manufacturer narrative:
Sample collection information was not provided for this event. Controls were run before and after the incident and previously run patient samples were rerun to confirm accurate back to the last acceptable control run. The instrument is currently performing within qc specifications. A field service engineer (fse) was dispatched on (B)(4) 2011 and performed system tests and adjusted high pressure to 63 psi. The fse cleaned the blood sampling valve (bsv) & alignment bar of dried / encrusted reagent buildup. A reproducibility & mode to mode verification was performed which was within specifications. Based on available information, the root cause for erroneous cbc results cannot be determined, but the sample printout had instrument generated flags that alert the operator to review the sample. Per labeling, suspect messages flag an abnormal cell distribution or population. The system generates these messages according to an internal algorithm. These messages appear on the sample report printout. Confirm any abnormality by microscopic review.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coulter hmx autoloader analyzer generated erroneously low white blood count (wbc), hemoglobin (hgb), and high platelet (plt) results on one (1) patient specimen. Upon review of the patient result printout also shows higher red blood count (rbc) and hematocrit (hct) results on the initial run with system generated abnormal wbc pop & imm grans/bands1 message. The erroneous results were reported out and were questioned by the doctor three days later; on (B)(6) 2011 the patient was redrawn with results considered correct and reports were amended. There was no death, injury or change to patient treatment as a result of this event.